Event description:
It was reported that a trained physician attempted arteriotomy closure with the perclose device after an intervention procedure. When the plunger was pushed, abnormal noise was confirmed and the device came out of the pt. A second device was used; however, hemostasis was not achieved. Hemostasis was achieved by manual compression. After the procedure, a posterior foot breakage was confirmed with the first device. There was no adverse event to the pt. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.